Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.